Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead with a retracted helix; dried blood and body fluid in and around the helix housing. The helix was tested and confirmed to be operating normally. A stylet insertion test was also completed with insertion into the lead lumen uncompromised, indication no blockage. The lead tip was intact and undamaged however there was evidence of inner insulation bunching. No further analysis was conducted.

Event description:
It was reported that the physician placed the lead during the attempted implant, but the parameters were poor. The physician changed a position for the lead however the helix mechanism then failed to rotate as expected. For these reasons, the lead was removed and returned for laboratory analysis.